Event description:
It was reported the patient was not happy with their spectra penile prosthesis. The patient had previously had an inflatable penile prosthesis. The spectra penile prosthesis was placed as a space saver. The device was replaced with a 100 ml reservoir, pump, and 18 cm x 12 mm cylinders. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.